Event description:
Clinic notes dated (B)(6) 2013 noted that the patient's bdi-ii suicidal ideation screening resulted in a 1 - suicidal thoughts but no intent. The relationship between vns therapy and the suicidal thoughts are unknown. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.